Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stalled and restarted continuously. There was moderate improvement when the removal trocar was attached to separate handpiece. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07915 and medwatch 2210968-2012-07917. The same patient is represented in each medwatch.